Event description:
In 2009, the patient reported the piston rod of her insulin infusion device has been acting sluggish during the change the cartridge procedure. She said she has also received e4 (occlusion) errors intermittently which she cleaned by changing her tubing or insulin cartridge. She stated her blood glucose readings for the past 2 months have been low, with her morning readings being 30-40 mg/dl and her nighttime readings being in the mid-100's mg/dl. She discussed this with her doctor and he adjusted her basal rates but she continued to experience low readings. Symptoms are numbness of the face, dizziness, and fatigue. She said her boyfriend was able to recognize she was low and gave her juice or sugar poured down her throat. The patient stated she switched to her backup infusion device 3 weeks ago and since then, her morning readings are 80-115 mg/dl and before lunch today her reading was 146 mg/dl. Her normal range is 100 mg/dl to 180 mg/dl. She believes her primary infusion device was delivering too much insulin. Product was replaced and requested to be returned for evaluation.